Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the reported event. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. A batch record review will be completed to determine the mfg processes. A supplemental report will be submitted once the plant investigation and clinical investigations are complete. This is one of 5 MDR's submitted to document this reported event. Please ref the following MDR numbers: 2937457-2013-00171, 1713747-2013-99933, 8030665-2013-00571, 1225714-2013-02646.

Event description:
It was reported that a hemodialysis pt completed her last treatment on (B)(6) 2013. The pt was sent from the dialysis unit to the hosp ER due to hypotension but did not wait to be seen by the ER staff, left the facility and did not complete her treatment for the day. On (B)(6) 2013, the pt did not arrive at the dialysis unit for her scheduled dialysis treatment. On (B)(6) 2013, the pt arrived at the ER with high blood pressure (213/101) and complained of abdominal pain. When the pt's treatment began, her blood pressure was 209/103 and she was given medication, type unk. During the treatment, the pt complained that she felt sick to her stomach and then she began to vomit at which time she was administered saline. Shortly after (time unk), she became unresponsive, her blood pressure dropped to 66/56, her pulse was 56 and she was sweating profusely. At this point, the treatment was stopped and she was administered approx 800 ml's add'l saline but she remained lethargic. The md was called and he instructed that add'l fluid be given and that the rapid response team be called in as well. At this point, the pt's blood pressure began to fluctuate. Following this fluctuation, the pt coded (code blue) and her heart rhythm was abnormal; medication (unk type) was administered and CPR was initiated for 20 minutes. The pt then passed away at that time.